Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported experiencing high blood glucose of 220 mg/dl. Customer experienced lethargy as a symptom. At the time of this report, her blood glucose was 163 mg/dl. Troubleshooting was performed with the insulin pump. The device failed the high pressure test twice. The customer was advised the insulin pump would be replaced and to revert to a back-up plan.